Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11c. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Unit uploaded properly using carelink. Unit had missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from 10/11/2018 to 02/07/2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Complaints text 02/27/2020 09:37:53 erp_rfc_user related svn (B)(4) complaints text 02/27/2020 09:09:10 uym2 initial notes: pt mom was calling to report about her son that passed away inquired what led up to the complaint. Customer response: deceased reporting deceased reporting per dop114-980. First and last name of person reporting event: sally fowler. Best phone number to reach person reporting event: 3343962663. Relationship of person reporting event to the deceased: mother . Reporting party is aware of the deceased event details. Date of customer passing: 2/21/2020. Cause of customer passing as indicated by reporting party: stroke. Location of customer¿s passing: hospital. Date customer was admitted to hospital, emergency room or hospice (if known): n/a. Bg at time of admission to hospital, hospice and/or emergency room, (if known): n/a. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Stroke. Does reporting party recall the initial onset or timeframe of health issue or illness? 2 and a half weeks. Was pump worn at the time of passing? Yes. Pump material number: mmt-1715k . Pump serial number: ng1671725h. Infusion set material number: cust does not have it . Infusion set lot/batch: cust does not have it . Reservoir material number: cust does not have it . Reservoir lot/batch: cust does not have it . Name of glucometer being worn or used (ascensia, lifescan, etc.): ascensia. Was medtronic cgm included in diabetes therapy? Yes. Was cgm worn at time of event? Yes. Transmitter material number: pump is already off. Transmitter serial number: pump is already off. Sensor material number: pump is already off. Sensor lot/batch: pump is already off. Reporting party is unable to complete carelink upload. Reason reporting party is unable to complete carelink upload: cust has no ldevice for carelink access. Requested return of mdt system in use at time of deceased event. Adv pump will undergo destructive testing and product cannot be returned. Caller agreed to return product. Name for shipment of product return materials: sally fowler. Address for shipment of product return materials: 1344 dunbarton rd montgomery al 36117. Phone number for shipment of product return materials: 3343962663. Explained return instructions. Customer's outcome pertaining to the complaint: adv cust to wait for the instructions on how to return the pump to us additional notes: n/a ship: nothing/return: 1 mmt-1715k